Manufacturer narrative:
The field service engineer (fse) replaced all nozzles and electrodes and rinsed and conditioned the system. Qc was performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Manufacturer narrative:
Correction: the field service engineer took preventive maintenance measures instead of service maintenance actions. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 1 patient sample on a cobas 8000 cobas ise module. The initial na result was 131 mmol/l with flag. The sample was repeated and the result was 141 mmol/l. The customer repeated the sample twice on another cobas 8000 module and the results were 131 mmol/l with flag and 129 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer (fse) changed the sample probe and the suction needle. The investigation is ongoing.